Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream xc catheter and non-bsc guidewire were selected for an atherectomy procedure in an unspecified anatomical location. After one pass through the lesion, the jetstream device became stuck on the guidewire as it was being withdrawn. A second pass could not be completed. The entire system had to be removed altogether with the filter attached. No further atherectomy was performed. There were no patient complications reported.